Event description:
Customer stated that when the chair arrived the anti tippers are different length, she had a couple of more questions and insisted on calling back with full details of what else was needed for the user tried to get her information several times.